Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after installation during initial power on the cardiosave intra-aortic balloon pump (iabp) showed power-up failure #12 message. It is unknown under which circumstances the event occurred or if there was patient involvement.

Manufacturer narrative:
Additional contact information: event site postal code- (B)(6), event site state- (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the cardiosave intra-aortic balloon pump (iabp) for ¿power-up test fails # 12 (non iso dsp sbit etf) / oob. To fix the issue, the fse replaced the front-end board replacement (0670-00-1164) with transducer calibration and performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that upon start up during installation, the cardiosave intra-aortic balloon pump (iabp) showed power-up failure #12 message. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, (g1 (contact office, contact person: mfg site), g3, g6, h2, h11. Corrected field: d4(unique identifier (UDI)#). The failure analysis and testing dept. Received part front-end board with a reported unit failure of a powerup failure code 12. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. On startup a power up code 12 appeared. Failure was confirmed. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. As. Failure analysis received from the supplier for the part. Please see attachment. They stated the rn42 component failed functionality but the rn42 assembly was still good. Root cause for this part is the faulty rn42. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: d9.